Event description:
Patient reported symptoms: weight gain, constant fatigue, cannot look at bright light, and low vitamin d levels.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. Initial reporter is unknown as was reported by the patient. Medical device report in response to MDR report #: mw5154472. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.